Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed battery voltage below elective replacement indicator (eri) but no trigger. No changes or intervention were reported. There were no patient consequences.

Event description:
Additional information received notes that the pacemaker was explanted and replaced. It was also noted that the right ventricular exhibited oversensing and was capped and replaced on (B)(6) 2024. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.